Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-00592, 3005168196-2018-00593, 3005168196-2018-00594, 3005168196-2018-00596.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod4, a pod5, a pod6 and pod8¿s. During the procedure, while attempting to advance a pod4 in the target vessel using a lantern delivery microcatheter (lantern), the pod4 would not take its intended shape and the coil was removed. A pod5, pod6 and two pod8's were opened; however, the physician experienced the same issue. Therefore, the physician removed the pods and successfully completed the procedure using ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00592, 3005168196-2018-00593, 3005168196-2018-00594, 3005168196-2018-00597.